Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9731203, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the tracker was not recognized due to a communication error of the magnetic field box and emitter. The procedure was completed without the use of the navigation system and there was no reported impact on patient outcome.

Manufacturer narrative:
The emitter for the navigation system was returned to the manufacturer for evaluation. Testing found that a communication error occurred with the emitter connected to the electromagnetic interface box. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a manufacturer representative went to the site to test the navigation system. The issue was resolved after replacing the emitter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the issue caused a 15 minute delay to the procedure.